Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 07mar2024 at 5:51 pm, the wrong concentration of 100 mg/250ml nitroglycerin was infused to the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit : concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : initial reporter addr 2, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2024 at 5:51 pm, the wrong concentration of 100 mg/250ml nitroglycerin was infused to the patient. There was patient involvement but no harm.